Event description:
Unomedical reference number (B)(4). Event occurred in the united sates. It was reported that patient faced an issue with one infusion set cannula was kinked. The event occured on 03 -apr-2024. The blood glucose level was 519mg/dl at the time of incident and managed by multiple daily injection (mdi). Patient had moderate ketones as well. The site of insertion was at abdomen. The infusion set was in use for six hours. The issue occured after three or more hours of insertion. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.